Event description:
On (B)(6) 2012 the customer reported that the device had encountered error code 00001 in may and june of the previous yr. When error code 00001 occurs, it is accompanied by the message / instruction defib failure cycle power and operation halts which could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). On (B)(6) 2012 the customer reported that the device had encountered error code 00001 in may and june of the previous yr. When error code 00001 occurs, it is accompanied by the message / instruction defib failure cycle power and operation halts which could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.